Event description:
It was reported procedural thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Heparin was administered prior to the transeptal puncture (tsp) and a second dose of heparin was administered following the tsp. After administration of the second dosage of heparin, partial thromboplastin time (ptt) was 278 seconds. The was was placed into the laa ostium and the wds was advanced. During preparation to deploy the closure device, transesophageal echocardiogram (tee) identified a thrombus originating from the tip of the limbus. The procedure was discontinued. The patient will proceed on a course of oral anticoagulants and tee will be performed in approximately six (6) weeks to evaluate for continued presence of thrombus. If there no concern for laa thrombus at that time, the patient will be rescheduled for the watchman flx procedure.